Event description:
It was reported that the patient presented in the emergency room. It was noted that the right ventricular dislodged due to twiddler's syndrome. The reported lead was capped and replaced on (B)(6) 2022. The patient was discharged from hospital.